Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was obtained via the left femoral artery. The target lesion was located in the vertebral artery. After unpacking and soaking the 6.0 x 14 150cm express vascular sd stent in saline, the physician noticed the stent was bent and the proximal section of catheter was kinked. The procedure was completed with another express vascular sd stent. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was obtained via the left femoral artery. The target lesion was located in the vertebral artery. After unpacking and soaking the 6.0 x 14 150cm express vascular sd stent in saline, the physician noticed the stent was bent and the proximal section of catheter was kinked. The procedure was completed with another express vascular sd stent. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and examination of the device returned found that the shaft and core wire were kinked 1.5cm from the guide wire exit notch. The distal tip was damaged. There was no damage to the stent. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact.

Manufacturer narrative:
(B)(4).